Event description:
It was reported that the customer experienced a discrepancy in the displayed and actual time on the pump, greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer with updating the pump time and advised monitoring and follow-up if the discrepancy recurs, which the customer acknowledged and understood.